Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 6f/7f mynxgrip vascular closure device (vcd) would not shuttle down during deployment. Manual pressure was held after attempts to maintain access. Hemostasis was achieved with manual pressure for less than 30 minutes. There was no reported patient injury. The physician requested that all remaining sterile units from the lot be pulled, totaling (B)(4). The procedure was an interventional procedure performed using a retrograde approach. The deployer was mynx certified. A 6fr non-cordis sheath was used. Femoral artery suitability was verified on angiography or venography, including vascular sheath insertion angle assessment. The vessel was arterial and the device was used in the femoral vessel. The vessel diameter was verified to be greater than or equal to 5 mm. There was no reported vessel tortuosity and no reported peripheral vascular disease (pvd) or calcium at the puncture site. No resistance or friction was experienced as the mynx vascular closure device (vcd) was advanced through the sheath, and the sheath was not kinked or bent. The device will be returned for evaluation.